Manufacturer narrative:
H.6. Investigation: customer returned one (1) 31gx8mm, 0.5ml insulin syringe from an open polybag from lot 9189582. Consumer reported syringe leaking when drawing the insulin, stated that the insulin runs down his arm. The returned syringe was examined and it was observed that the syringe barrel was cracked. This syringe was tested by drawing water, and it was observed that water could not be drawn past the point where the barrel had cracked. A review of the device history record was completed for batch# 9189582. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200833903] noted that did not pertain to the complaint. Process summary: blank barrels are transferred from totes to a bulk hopper, the hopper then meters them into the vibratory feeder which orients and transfers the barrels single file into the first inline feeder. The first inline feeder rail transfers to the inspection dial where short molding defects are rejected. After the inspection dial, the barrels are transferred to the second inline feeder and transitions through the corona treater terminating at the inhibit gate. At cycle start, the inhibit gate opens, introducing barrels to printer infeed dial on through the flange guide which aligns the flanges for proper registration and into the print carousel where ink images are applied. From the print carousel, the barrels are transitioned to the transfer dial and into the curing oven. The cured product exits the oven chute for transfer to the next operation. The automatic syringe assembly machine feeds the syringe components (barrel, stopper, plunger, and cap) and assembles these components. This machine consists of a barrel-cleaning dial, lubrication dial, one plunger/stopper assembly dial and one syringe assembly dial and various inspection and transfer dials. Root cause: l2l dispatch #81492 was created for jams at main clutch gate caused by an out of adjustment air jet. Corrective action: adjusted the air jet.

Event description:
It was reported that insulin leaked from the relion® insulin syringe during use and ran down the consumer's arm. The following information was provided by the initial reporter: "consumer reported syringe leaking when drawing the insulin, stated that the insulin runs down his arm. He thought there was a crack in the barrel but was not able to see the crack. Consumer does not re-use."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that insulin leaked from the relion® insulin syringe during use and ran down the consumer's arm. The following information was provided by the initial reporter: "consumer reported syringe leaking when drawing the insulin, stated that the insulin runs down his arm. He thought there was a crack in the barrel but was not able to see the crack. Consumer does not re-use."